Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate erratic readings on their one touch vita enhanced meter. The patient mentioned that approximately a month ago, he had obtained a 122 mg/dl and less than 10 minutes later obtained a 155 mg/dl. He felt that the readings were inaccurate and claimed after testing approximately 30 minutes later he developed symptoms of feeling sweaty and shaky. The patient does not take any diabetes medication. It was noted that the patient ate bread and chocolate and did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient alleged that due to the erratic reading he developed symptom suggestive of a serious injury and had to self-treat with food /drink.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012. The meter was evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to work properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were evaluated by pa on (B)(4) 2012 with the following findings: the test strips were tested and the primary complaint was not confirmed; however, a secondary issue was noted where an apply sample message was observed during performance testing with control solution. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.